Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer stated that they feel that their insulin pump is not working as designed. Troubleshooting occured. Customer's blood glucose level at the time 275mg/dl. Customer requested their insulin pump be replaced. No significant event leading up to the incident was mentioned.